Manufacturer narrative:
(B)(4). Additional information: batch # m52f43. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Batch # batch # m52f43.

Event description:
It was reported that during an open total gastrectomy, the firing force was higher than expected and the device could not be fired. The knife did not move forward. The esophagus and the jejunum. The device was closed at about 80 percent before firing. (B)(4) (covidien) was used to complete the case. There were no adverse consequences to the patient. After the operation, the device was fired by another doctor while checking the device.